Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called reporting implant has failed per surgeon according to xrays. Device is coming off the tibia not the femur. Patient is experiencing mobility issues, instability, pain, fear of falling, using a walker, curvature of her leg, rehab. Patient is dependent upon others for assistance. Was told another surgery is needed.

Manufacturer narrative:
An event regarding subsidence involving a triathlon baseplate was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts available for review include an undated standing ap of both knees, a lateral of the right knee, and a patellar view of the right knee, demonstrating moderate osteoarthritis of the right medial compartment. Another undated ap of both knees and a lateral and patellar view of the right knee demonstrate a cemented medial unicompartmental knee arthroplasty on the right with the tibial component anteriorly sloped approximately 5°. The femoral component is in nominal position and skin staples are in situ. Another undated x-ray study is an ap of both knees, a lateral of the right, and a patellar view of the right demonstrating an anterior subsidence of the tibial component, approximately 15°. There is no change in the femoral component and no skin staples are in situ. In this osteoporotic female with initial anterior slope to the tibial component, after seven years in situ progressive subsidence of the anterior tibial baseplate into the osteoporotic bone was not unexpected. There is no evidence factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed as per the provided medical assessment which indicated, in this osteoporotic female with initial anterior slope to the tibial component, after seven years in situ progressive subsidence of the anterior tibial baseplate into the osteoporotic bone was not unexpected. There is no evidence factors of faulty component design, manufacturing or materials were responsible for this clinical situation the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient called reporting implant has failed per surgeon according to xrays. Device is coming off the tibia not the femur. Patient is experiencing mobility issues, instability, pain, fear of falling, using a walker, curvature of her leg, rehab. Patient is dependent upon others for assistance. Was told another surgery is needed.